Event description:
It was reported that the device was constantly alarming after staff replace fluid bags and re-adjust the disposable circuit. Air detector was alarming. The event happened before patient use and there was delay of therapy. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Customer reported the device was continuously alarming. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.